Manufacturer narrative:
(B)(4). Batch #: v95j50. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the cable cut off. A mechanical test was performed and the jaws worked as intended, opening and closing with a full aperture. No functional testing could be performed due to the device returning condition. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformance's related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the oophorectomy procedure, the doctor and the resident were using enseal near the ovary and the jaws got locked onto the ovarian tissue. The resident had to bovie around the jaws to remove the device. The patient is good. I was told they just had to take more tissue than expected. The surgery was delayed by ten minutes. There was no patient harm.